Event description:
Note: company's product labeling and clinical guidelines require testing of this device for leaks and blockage prior to use on pts. The hosp reported that at the beginning of a case, alarms indicated an occlusion in the system, the circuit was replaced, the case was continued without further incident. The hosp reported a blue luer cap was blocking the tube. A luer cap was also on the elbow as required.